Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same patient as MDR ID#: 2134265-2012-02875 and 2134265-2012-02877. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to chest discomfort with EKG changes consistent with ischemia and cardiac enzyme elevation. The patient was diagnosed with unstable angina and non-q wave non-st elevation mi. The 100% stenosed, bifurcated and 34mm long target lesion was located in the proximal left circumflex (lcx) extending to the 1st obtuse marginal (om) with a reference vessel diameter of 3mm. The physician placed an unknown manufacturer's 6f guide catheter and crossed the occlusion in the proximal lcx using a .014mm pt graphix guide wire. Then the lesion was dottered and treated with a 2.5x15mm quantum maverick balloon. Subsequent angiography revealed 70-80% residual stenosis in the proximal lcx and 70-80% narrowing in the 1st om. Several inflations were performed in the first om using the 2.5x15mm quantum maverick balloon, with significant luminal improvement but a dissection occurred in the mid left lcx and 1st om. While advancing a stent to the target lesion, the guide catheter disengaged and the target vessel was reengaged with a different non-bsc guide catheter. The physician was unable to rewire the 1st om. Next the distal lcx was treated with placement of a 3.0x38mm taxus liberte stent. Then, with some difficulty, the 1st om was wired with the .014pt graphix wire, through the stent struts and then dilated using the 2.5x15mm quantum maverick balloon, which allowed the physician to deploy a 2.5x16mm taxus liberte stent within the proximal om in a "t" configuration. The physician post-dilated using the 2.5x15mm quantum maverick balloon for multiple inflations, which resulted in 0% residual stenosis and timi iii flow. The patient was discharged two days later on aspirin and prasugrel.